Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion the injector and connector became disconnected with a bd phaseal injector n35-o. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the injector and connector disconnected during a 24 hour infusion. This record captures patient 2 of 4. A second disconnection occurred on this patient after changing the injector/connector which is captured in this complaint. Additional information provided: last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bas was hung @ 1640 and became disconnected @ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at 0445.

Manufacturer narrative:
Investigation summary: two sample injectors were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received injector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the injector and a sample connector from lot 1904104. In all cases the product functioned as intended and the failure could not be replicated. Four retained injector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample connectors and again the product functioned properly in all units observed. A device history review was performed for lot 1906101, no deviations or non- conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. While we could not identify a root cause at this time, an investigation (CAPA 1186628) has been initiated to look further into this matter. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during infusion the injector and connector became disconnected with a bd phaseal injector n35-o. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the injector and connector disconnected during a 24 hour infusion. This record captures patient 2 of 4. A second disconnection occurred on this patient after changing the injector/connector which is captured in this complaint. Additional information provided: last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bas was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445.

Manufacturer narrative:
The following fields have been updated with additional information: a.2. Age at time of event: 66. A.2. Age unit: year. A.3. Sex: male. A.4. Weight: 72. A.4. Weight unit: kilograms h3 other text : see h.10.

Event description:
It was reported that during infusion the injector and connector became disconnected with a bd phaseal injector n35-o. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the injector and connector disconnected during a 24 hour infusion. This record captures patient 2 of 4. A second disconnection occurred on this patient after changing the injector/connector which is captured in this complaint. Additional information provided: last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bas was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445.